Event description:
Customer claims they found a patient on the floor. The nurse thought the patient may have moved toward the foot end of the bed and fell out between the foot rail and footboard. There were no witnesses to the alleged event. The customer reported that all four siderails were in the up position at the time of the event. They had placed the bed back in service since the bed functioned properly and there were no problems with the bed. Additionally the customer reported that the patient involved in the event was very ill but would not release any further patient information. Based on the information provided it has been detrmined that the bed did not contribute to the alleged event.